Event description:
Patient stopped in the dme [durable medical equipment] office stating that he had unplugged the portable oxygen concentrator from his car. When he unplugged it that he touched his hand and felt that it was burned. He stated he put ice on the burn, and it had felt better. No visible injury. Patient's son had called the manufacturer who had stated that it should not get hot when in use. Dme staff have tested a few of these and it seems that these regularly get hot when in use. Dc power adapter for drive I go portable oxygen concentrator, manufacturer: drive, serial or lot number: na, model number: dv6x-619 rev 6. This power cord was being used on drive igo2 portable oxygen concentrator model 125d, serial number (B)(6), the drive sales representative stopped to review the item in the store today with store technicians. Rep explained that they are working on a solution for this issue. He states it does not happen with all cords, but the initial thought is that inside the adapter there is a fuse and a spring. They should be correctly assembled with the spring in first and the fuse inserted second after the spring. They have not had the same concern of the plug becoming hot when they are assembled this way. Rep will be trying the unit that was return from our patient with the car adapter to see if this corrects the concern. The cord in question above did have the fuse inserted incorrectly. We will test this on other units and check the charger assembly to assure they are put together correctly. Drive does not have an official document to send out in regard to this concern at this time.